Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Review of revision operative notes indicated patient underwent a revision procedure ten years post implantation. Pre/post-operative diagnosis reveal patient had significant pain in her hips bilaterally. It was noted that patient complained to the surgeon about foot pain, which turned out that she had a left second metatarsal nonunion. The left hip metal on metal components were removed and exchanged with head and liner. During the procedure it was noted that the screw was stripped. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient is bilateral. She underwent an initial right tha in unknown date in 2003 and revision in 2011 due to pain, discomfort, soreness, dysfunction, loss of range of motion, and metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a revision procedure 10 years post-implantation due to pain. During the procedure the liner and head were removed and replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient¿s left hip was revised approximately ten years post-implantation allegedly due to pain. During the procedure, the liner and head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.